Event description:
It was reported that subsequent to replacement of the pulse generator the patient had experienced a lack of therapeutic effect; there had been a worsening of parkinson's symptoms (not specified). The stimulation settings had been adjusted (date of follow-up for reprogramming was not reported. When no improvement was detected, the patient underwent exploratory surgery as an outpatient procedure. Inspection revealed that fluid had entered the connector block where the extension devices connect to the pulse generator and both extension wires along with the pulse generator were replaced. The patient subsequently received adequate stimulation therapy control; his symptoms had improved and the patient was discharged to home two days later. Refer to MFR report #6000153200802051

Manufacturer narrative:
.